Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: correction: upon further investigation of the device, it was determined that the device generated heat. It was further determined that the information regarding the worn bearing which was previously reported was incorrect. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported from (B)(6) that the handle part of the craniotome device, attachment device and motor device became hot. It was not reported if the devices were used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the bearings were worn. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.